Event description:
Complaint alleges that the connector broke during assembly. The alleged defect was discovered prior to pt use.

Manufacturer narrative:
Product has not yet been rec'd by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.